Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix¿ biliary stent was removed from a patient during a stent removal procedure performed in the common bile duct on (B)(6) 2016. On (B)(6) 2016 the advanix biliary stent was placed in the patient¿s common bile duct with no issues reported. According to the complainant, on (B)(6) 2016 during the stent removal procedure, while the physician was removing the advanix biliary stent from the patient¿s bile duct, the stent came out broken in pieces. The broken pieces of the stent were retrieved using a snare and biopsy forceps and no pieces of the device were left inside of the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual evaluation of the returned device found that the stent was blackened and the proximal end was kinked and broken including the barb. The investigation concluded that the stent was most likely difficult to remove due to some operational/anatomical factors encountered during procedure. Using a snare is the standard biliary stent removal technique. Forcible grab by the snare wire can cut or tear the stent during a removal procedure. The damages found on the stent are typically made due to grab the stent with the snare during the stent removal. Therefore, ¿operational context¿ is selected as the most probable root cause for the complaint. A review of the device history record (DHR) confirms that the accepted device met all manufacturing specifications. Search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed no anomaly was found.

Event description:
It was reported to boston scientific corporation that an advanix¿ biliary stent was removed from a patient during a stent removal procedure performed in the common bile duct on (B)(6) 2016. On (B)(6) 2016 the advanix biliary stent was placed in the patient¿s common bile duct with no issues reported. According to the complainant, on (B)(6) 2016 during the stent removal procedure, while the physician was removing the advanix biliary stent from the patient¿s bile duct, the stent came out broken in pieces. The broken pieces of the stent were retrieved using a snare and biopsy forceps and no pieces of the device were left inside of the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.